Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
An implant card received on (B)(4) 2013 indicated that this vns patient underwent lead revision due to lead discontinuity, and generator revision due to neos=yes. Follow-up showed that the lead discontinuity was first observed during surgery. No x-rays were available for manufacturer review. No patient manipulation or trauma occurred that is believed to have caused or contributed to the event. The explanted devices will not be returned as the hospital keeps them. Attempts for programming history were unsuccessful.

Manufacturer narrative:
Review of programming history.

Event description:
Additional programming history was reviewed on (B)(6) 2013. Data for (B)(6) 2013 showed that two system diagnostics indicated high impedance; however, three additional system diagnostics showed normal results. Diagnostics were run on the generator implanted during this surgery.